Manufacturer narrative:
Device passed displacement test. Device alarmed hardware low-level failures during self test and device trace download confirmed hardware low-level failures, problem isolated to the keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. Customer's blood glucose level was 180 mg/dl and 200 to 280 mg/dl. Customer states alarm occur during self test. The insulin pump will be returned for analysis.